Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a revision procedure wherein lead extensions were added and the ipg was moved more lateral. The patient was doing well post-operatively.